Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported 25 mm quickset acetabular drill bit broke while drilling for bone screws. Several were split due to extremely hard bone. Minor delay. Nothing left on the patient.

Manufacturer narrative:
Pc-(B)(4).examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.